Event description:
New information received indicated that the patient has been seen in-clinic twice with no further recurrences of the lead noise. The patient was stable, and will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv lead noise episodes were observed after the device delivered therapies. Further testing and an x-ray analysis on the lead were recommended. The patient was scheduled for a follow-up.